Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) out of spec range. In further full review in the pump history found: replace battery alert on (B)(6) 2024 at 23:00:00.000, (B)(6) 2024 at 23:00:00.000, (B)(6) 2024 at 12:00:00.000 and (B)(6) 2024 at 02:00:00.000 pump error 25 alarm on (B)(6) 2024 at 09:00:00.000, (B)(6) 2024 at 13:00:00.000, (B)(6) 2024 at 17:00:00.000 replace battery now alarm on (B)(6) 2024 at 03:31:00.000 and (B)(6) 2024 at 18:31:00.000 power loss alarm on (B)(6) 2024 at 05:29:38.000 and (B)(6) 2024 at 20:08:15.000 pump passed self test, sleep current measurement and active current measurement. Pump received with normal operating currents. No unexpected battery alarm or alerts during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted.¿ after disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery not lasting confirmed according to the pump history found multiple replace battery alert, replace battery now alarm, power loss and pump error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397, mmt-1884. The customer reported an battery. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-397. Mmt-1884 was requested and customer response was the device will be returned.